Event description:
Report received from the USA stating that the device was overheating. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. The device passed all tests and no problems were observed. If additional information becomes available, a supplemental report will be sent. (B)(4).